Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: there was no damage or peeling observed to the keypad. During testing, the up keypad button was unresponsive. All of the other keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was observed on the button contacts. The pump was opened; moisture corrosion was found on the keypad connector, transceiver board, and display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 18-may-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.